Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when the light source is pressed down to activate; the light flickers. No patient injury reported.